Event description:
Advocate stated his daughter received a blood glucose reading of 133 mg/dl on the contour next usb, retested on a different meter and the reading was 50 mg/dl. She felt shaky, which for her, was a symptom of hypoglycemia. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The advocate returned the test strips for evaluation. Replacement test strips were sent to the customer